Event description:
It was reported the patient's replacement surgery in 2002 was postponed for a week due to a crack in the insulation. Additional information has been requested from the hcp, but was not available as of the date of this report.